Manufacturer narrative:
(B)(4). The facility biomed advised that she reopened the device and observed that the cause of the reported failure was that a cable-mounted plug connector designator p22 was not properly plugged in to pcb-mounted jack connector j22. After reestablishing the connection, and observing proper device operation through functional and performance testing, the unit was placed back into service for use.

Event description:
The customer, a biomed, contacted physio-control to report that after doing a full case replacement on their device, the unit gave a "abnormal energy delivery" message when shocking into a defibrillation analyzer and would not provide defibrillation, if necessary. The biomed was unsure if the device would have defibrillated prior to performing the case replacement. There was no patient use associated with the reported event.